Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the inflation of the device after its insertion into the other preperitoneal space on a laparoscopic inguinal hernia totally extraperitoneal, the balloon did not inflate. The trocar has been replaced to complete the case. There was no patient injury.